Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. A device history record review was completed for provided batch number 2195356. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacture of batch 2195356. During the history review, two lots were identified as having suffered from clogged needles due to silicone. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle blocked. The following information was provided by the initial reporter: customer reports another block needle issue related to the multiple issues they have reported for 305916.